Event description:
The customer reported via phone call that he received the motor position encoder error alarm on the insulin pump four to five times. The customer also received the no delivery alarm prior to the motor position encoder error alarm. The customer's blood glucose was 196 mg/dl. The customer was able to clear the alarm with the esc and act buttons. The customer was able to rewind the insulin pump successfully. The customer was advised that the insulin pump would need to be replaced. The customer was informed that a replacement insulin pump would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/force sensor system and displacement test. The insulin pump was received while stuck in a motor error alarm loop during bolus delivery. It was not possible to confirm the motor position encoder error alarm due to the erased history file. It was not possible to verify the no delivery alarm due to the motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was received with a cracked case at the display window corner, reservoir tube lip and minor scratched display window.